Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The transmitter sent a "transmitter error alarm" message to the receiver on (B)(6) 2019. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A receiver functional test was performed and passed all relevant tests. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.  The reported event of loss of connection is reportable based on the finding of the transmitter sent a "transmitter error alarm" message to the receiver on 5-14-2019. No injury or medical intervention was reported.